Event description:
A patient reported experiencing hypoglycemia while using a fasttake meter. Patient has been using the ft meters since 1999. Date of event is unknown. On event day, patient's blood glucose was 300mg/dl on ft meter. Based on the ft meter reading patient took 3u of humalog insulin per their sliding scale. Patient later felt low, and did not understand what was happening. Patient passed out and next thing patient remembers was that the paramedics were there. Patient's blood glucose was 22mg/dl on paramedics' handheld meter 60-90 minutes after taking humalog. Paramedics treated patient with glucagon on site, but did not transfer patient to the hospital. No information has been provided on what patient ate on that day.